Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient (hp) stated they saw air bubbles in the patient line during the initial drain of peritoneal dialysis therapy. The hp was connected at the time of the event. During troubleshooting it was noted that the patient line was not properly primed prior to hp connecting. The technical service representative reviewed proper procedures, assisted in ending the therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not primed prior to hp connecting. The homechoice and homechoce pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.